Event description:
It was reported the device exhibited error code 1260, the clock battery is overdue (1660), and the device has a scratched lens. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found contaminated dso and uso sensors, and the back-up capacitor was missing the resistance. The event history log was unable to be downloaded due error code 1260 on the display. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty microprocessor unit board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.